Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. It has been reported that there was a difference in readings of 30-100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Event description:
A voluntary medwatch report was received on 7/18/2024.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number: mw5156522, mw5156521, mw5156520, mw5156533, mw5156532, mw5156531, mw5156530, mw5156528, mw5156527, mw5156526, mw5156525, mw5156524, mw5156523, mw5156553, mw5156529. B5: describe event or problem - additional information, e4 initial report also send to FDA - additional information, g2: report source ¿ additional information, g2 report source other - additional information, h2 type of follow up: - additional information.